Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
It was reported to philips that the device had annunciated a blower temperature too high message. The device was reported as being set-up for use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.

Manufacturer narrative:
G4: 02nov2020 b4: (B)(6) 2020 the device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse requested the customers bio-med to verify that the air inlet filter is not dirty or blocked and to re-run performance verification tests (pvt). The bio-med ran the pvt and was unable to replicate the reported issue. The customer requested the service order be closed. If the customer is in need of further assistance a new service order will be opened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.